Event description:
It was reported that during a rotational atherectomy procedure, the rotablator guidewire fractured. The lesion being treated was a calcified lesion, in a tortuous right coronary artery. After crossing the lesion (distal right coronary artery), a rota 1.5 mm burr was run along the wire twice, each time within 30 seconds. The initial ablation was performed sucessfully. After the second ablation, the physician removed the burr to exchange up to a 2.00 mm burr, and the tip of the wire was found (by x-ray) to have fractured distal to the spring tip. The physician attempted to remove the wire, but was unsuccessful. The tip of the wire remains in the distal posterior descending right coronary artery of the patient. The procedure was successfully completed using another wire. The patient's status is listed as 'good'.